Event description:
It was reported that this ambicor penile prosthesis stopped functioning due to a rupture in the cylinder. The device was explanted and replaced. No patient complications were reported.